Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulmonary vein isolation (pvi) procedure. During preparation, the physician noted that tip of the dilator was very rough and was not comfortable using it. The device was replaced, and the procedure was completed successfully. No patient complications were reported. Product is available for return.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross dilator passed flushing test, since the device flushed properly before and after decontamination. Next, the dilator failed the visual inspection, since its tip showed visible damage, and also, a scraping along its taper was revealed. The reported allegation was confirmed through product return testing. Based on all available information, boston scientific assigned the investigation conclusion code of 'manufacturing deficiency' to the referenced event, as the investigation determined the excess adhesive in the inner diameter of the proximal end of the faradrive steerable sheath where the valve hub bonds to the sheath shaft, which can damage the dilator tip upon insertion.

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulmonary vein isolation (pvi) procedure. During preparation, the physician noted that tip of the dilator was very rough and was not comfortable using it. The device was replaced (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is available for return. It has been further mentioned that the damage was noted after inserting the dilator into the faradrive sheath. The dilator was not manually reshaped prior to use. The device has returned for analysis.

Manufacturer narrative:
Additional information to the initial MDR in block(s) describe event or problem (b5) section b, adverse event/product prob. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulmonary vein isolation (pvi) procedure. During preparation, the physician noted that tip of the dilator was very rough and was not comfortable using it. The device was replaced (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is available for return. It has been further mentioned that the damage was noted after inserting the dilator into the faradrive sheath. The dilator was not manually reshaped prior to use.